Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switch (ams) episode. The patient was not symptomatic to the noise. The lead was capped and replaced on (B)(6) 2018. Patient did not have any complications from the procedure.